Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent driveline fault alarms. A review of the log file revealed driveline fault events throughout the event history from (B)(6) 2024 to (B)(6) 2024. In addition, the log file captured 2 separated sets of no external power alarms. The first occurred on (B)(6) 2024 that appears to have been a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The second no external power event occurred on (B)(6) 2024 and appears to have been the result of the patient disconnecting both power cable leads from the power source. The patient was seen in the clinic on (B)(6) 2024 for routine follow-up. A ventricular assist device (vad) interrogation was performed, and frequent driveline fault alarms were seen dating back to (B)(6) 2024. There were no recent x-rays of the driveline. The system controller was exchanged. Additional log files from the new controller did not capture new driveline fault alarms. The orange wire appeared to operate at a lower current than the other wires, indicating that there may have been some degradation, but not a complete break.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log files. The log files contained approximately 23 days of data combined ((B)(6) 2024 per the timestamp). The log files captured a no external power alarm on (B)(6) 2024 from 07:38:36 to 07:39:09 due to both system controller power cables being disconnected from power. The alarm resolved once the power cables were reconnected to power. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02may2022. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that follow up log files revealed continued driveline fault alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented to the clinic on (B)(6) 2024 with frequent driveline fault alarms. Log files continued to capture known driveline fault alarms. One of the wires on phase 3 might have been the issue.